Event description:
A report was received that the patient's lead was eroding through skin. The physician clipped the end of the lead as the reset of the lead was pushed back and closed back up. The patient is reportedly doing well and receiving good stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6, lead 50cm, model # sc-2366-70, serial # (B)(4), description: linear 3-6, lead 70cm, model # sc-3354-25, serial # (B)(4), description: 2x4, splitter - w4 - 25 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.